Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received error messages and questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using stago reagent. At 8:20 am, the result from the meter was 3.8 inr. At 8:45 am, the result from the lab was 2.6 inr. On (B)(6) 2018 at 7:15 am, the result from the meter was 3.9 inr. At 8 am, the result from the laboratory was 2.6 inr. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.5 inr. The customer had no hematocrit issues, no antiphospholipid antibodies, no lupus, no other blood thinners, no lovenox, no new medication, no diet changes, no new illnesses, and no abnormal bleeding bruising the suspect product was requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips. Testing results: qc 1: 2.5 inr , qc 2: 2.5 inr , qc 3: 2.4 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. Retention test strips (lot 345213 and 353503) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.